Manufacturer narrative:
Method: actual device was not returned, so implantech performed analysis of production records, including sterilization records, as well as performing trend analysis. (There have been no other complaints of infection related complications associated with the applicable sterile lot.) Results: no device problem was found. Conclusion: infection is a known, inherent risk associated with implant surgery, and is addressed in the labeling for the product.

Event description:
Complainant reported that patient initially presented with issues more than 3 weeks post-operatively after chin implant was placed intraorally, and subsequently was diagnosed with an infection. Patient was started on cipro (p.o.) And doxycycline (p.o.) And a culture was taken. The culture identified staphylococcus aureus, and patient was switched to clyndomycin (p.o.) When symptoms did not resolve quickly, the patient had the site drained and received new courses of clyndomycin. Infection did not resolve, and patient had the device explanted approximately 10.5 weeks post-operatively.